Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission was sent showing possible pauses in ventricular pacing due to suspected t-wave oversensing (twos) on the patient's right ventricular (rv) lead. The patient was noted to have dizziness and fatigue. The rv lead remains in use. No patient complications have been reported as a result of this event.